Manufacturer narrative:
Concomitant product: (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm an abdominal aortic aneurysm. It was reported that there was a type iii separation endoleak seen on a follow up CT. An intervention was performed and two endurant iliac extensions were implanted. The type iii separation endoleak was resolved. The investigator indicated that the cause of the event was related to the device as there was forward tipping of the ipsilateral right limb but the event was not related to the procedure or the aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the previously reported type iii endoleak was observed on a CT performed at approximately 46 months post implant. The maximum diameter of the aneurysm was 53 mm.

Manufacturer narrative:
Film evaluation results are: anatomy distal to the mid aaa were not visible in the films provided. The reported type iii separation endoleak could not be assessed. The pre-implant anatomy information, films during implant, earlier post-implant films, and films during the secondary intervention were not provided. The films provided showed that the infrarenal aortic neck to the mid-aaa was moderately angulated a-p. The infrarenal aortic neck was ~ 5 cm in length and the flow divider of the bifurcate landed slightly above the distal aortic neck. The contralateral limb was currently floating within the aneurysm sac, and contrast was seen distal to the contralateral limb, feeding the aneurysm sac. The contralateral limb was acutely angulated just distal to the contralateral gate ring. The exact cause of contralateral limb floating within the aneurysm sac resulting in an endoleak could not be conclusively determined. However, it is possible that the angulated aortic neck or vessel morphology changes since implant may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure there was a 28 mm in diameter right iliac aneurysm. The n on-aneurysmal neck of right iliac artery distal was 19 mm in diameter.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.